Event description:
It was reported that this right atrial (ra) lead exhibited noise. Boston scientific technical services (ts) daily measurements for atrial lead are programmed to off. To date, this lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).